Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead appeared to be -buckled- in the right ventricle and it was suspected that the lead -broke-. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Buckled material.